Manufacturer narrative:
The pacemaker has been received for laboratory analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited noise that was being oversensed. A revision was performed and the rv lead was surgically abandoned and replaced. The pacemaker was explanted and also replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The seal plugs were intact and the set screws moved freely. The device was interrogated and no noise was observed on the real-time electrograms that were run during testing. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.